Manufacturer narrative:
The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The event report alleges the product was used in a surgical procedure. Without the physical product, a definitive root cause could not be identified. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate.

Event description:
According to the reporter: occurred during a robotic laparoscopic video-assisted thoracoscopic surgery (vats) lobectomy procedure. For two of the stapler handles, there was no problem unloading the device. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. The jaws of the device did not lock onto the tissue. No component of the device broke off. For the third stapler handle, there was no problem loading or unloading the device. The stapler was able to fire. The stapler formation was not poor but the distal end of the staple line was incomplete. It was fixed using another stapler and reload. The jaws of the device locked onto the tissue. It was removed using the black knobs but it was extremely difficult. No device component broke off. In order to resolve the issue and complete the case, had to open four staplers. Three of the staplers malfunctioned. There was no patient harm. The patient status is alive, no injury.